Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer was in and out of the hospital due to low blood glucose. It was stated that the customer was brittle diabetic. It was stated that the last glucose reading recorded in the blood glucose meter was 228mg/dl. The spouse stated that when she woke up her blood glucose was 23mg/dl, and the paramedics were called. Upon arrival to the hospital the customer was in a diabetic coma. It was stated that after the breathing tubes were removed the customer did not wake up. No further information was provided.